Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances were out of range at 127 ohms, but the values are typically stable around 100 ohms. At this time, the rv lead remains in service and the patient is being monitored. No adverse patient effects were reported.